Event description:
It was reported that two days after the implantable pulse generator (ipg) and atrial lead were implanted the device migrated. The device had moved down lower and consequently the atrial lead had been dislodged. X-ray showed that the device had been located significantly lower than the original location and the atrial lead looked completely dislodged. It was noted that the device had come down unexpectedly low due to the amount of body fat in the patient. The lead was repositioned and the anchoring sleeve and the device were fixed securely too and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086mri52 lead 2014-(B)(6). (B)(4).